Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotentials. Programming changes were successfully completed. Patient condition was not provided.